Manufacturer narrative:
RMA (B)(4) has been initiated for this issue. Model mvps, (B)(4) is approximately 3 years old. The owner's manual part number 1106638 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6) male whose age and height are unknown. The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown.

Event description:
Dealer stated that while consumer was transferring into the seat, the right crossbrace allegedly separated and broke at a bolt hole where the pivot link attaches. No injury is alleged.